Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.

Manufacturer narrative:
Additional information received noted the previously reported patient experience occurred approximately six months after the initially reported date. The additional information is not sufficiently descriptive to be reconciled with or provide further clarification to the initial source document information. Additional inquiries will be sent to the reporter to request the date of the event. Any information received will be submitted upon receipt accordingly. Associated manufacturer report numbers: 1225714-2014-06533, 1225714-2014-06534 and 2937457-2014-01711.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.